Manufacturer narrative:
Initial.

Event description:
It was reported that the user, while ill with bronchitis and using the ilet system, experienced fluctuating blood glucose with episodes of low glucose requiring treatment with oral carbohydrates, and no specific device malfunction or component issue could be identified. Symptoms included hypoglycemia with associated dizziness and nausea, as well as hyperglycemia. Outcomes included no lasting health consequences, though unexpected medical intervention in the form of medication or oral glucose was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.